Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a lap abdominoperineal resection the enseal tip broke into two pieces. A new enseal was opened to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Batch # p92f5g. Investigation summary: the device was returned with the upper jaw detached and not returned. In addition, the I-blade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.